Event description:
It was reported that pump displayed malfunction message and fault ID with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer had not previously reset pump for this malfunction, so technical support provided pump reset information and assisted customer in successfully resetting pump, and no additional information was received regarding the outcome of the event.